Event description:
The customer reported elevated and discrepant ammonia results, for one patient, and low quality control (qc) recovery involving unicel dxc 600 synchron system. The first patient sample produced an ammonia result of 7 mmol/l, and the second sample produced a result of 35 mmol/l. The questioned results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer stated a degasser filter needed to be replaced. Beckman coulter customer technical support (cts) advised the customer to use proper personal protective equipment (ppe) and replace the degasser filter. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered reagent probe a bent and sample mixer paddle had scratches, and replaced reagent probe a and sample mixer paddle. The fse performed precision test and results indicated reagent probe a and reagent probe b bias. The fse replaced the reagent syringe, t-valve, and reagent probe a and b valve. Precision continued to be poor. Additional service personnel visited the facility and checked all top end hardware and discovered two o-rings in reagent probe b. The fse also noted the reagent collars needed to be adjusted. The fse replaced the reagent collars and made all required alignments using the alignment pin. The fse replaced the cartridge chemistry (cc) sample probe due to signs of tube gel in the sample collar and around the probe. The fse performed all required alignments and cleaned the wash station area. The fse completed precision tests and all results were within system specifications. The customer completed all quality control (qc) and results were within acceptable ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. Wash collar. The customer indicated ammonia calibration results appeared acceptable at the time of the event. (B)(4).